Event description:
It was reported that the insulin pump alarmed low reservoir and rewind and priming occurring several times. The customer was educated regarding low reservoir alarm and possibly no delivery or empty reservoir. Customer's last blood glucose was 459 mg/dl and treated with bolus. Customer blood glucose was down to 335 mg/dl by the end of the call. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)..